Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of system revision due to infection and erosion. The patient was given intravenous antibiotics. No additional adverse patient effects were reported. The system was modified surgically and the ra lead remained in service.